Event description:
User advanced the device through wire guide into bile duct while found out the stent cannot be deployed. User then remove the device from patient and found out the stent can be deployed out of patient. User reject to place the device into patient again due to the stent already been in patient. User changed to a new device to continue the procedure. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 01 x oacl-8.5-7 device of lot number c1825531 involved in this complaint was returned for evaluation. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 15 aug 2024. On evaluation of the device, it was noted that the guiding catheter and stent returned. Pushing catheter and positioning sleeve not returned. No damage observed on the guiding catheter. Damage noted on non-tapered end of stent. 0.035 inch wire guide passes through guiding catheter as intended. Wire guide passes through stent as expected. The reported failure was not observed as clinical setting could not be replicated. Manufacturing record review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1825531. A review of the manufacturing records for oacl-8.5-7 of lot number c1825531 did not reveal any discrepancies that could have contributed to this complaint issue. Review of historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the instructions for use, ifu0096 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to difficult patient anatomy leading to difficulty advancing and placing the device. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: confirmed quantity of 1 device, confirmed used. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause could be attributed to difficult patient anatomy leading to difficulty advancing and placing the device. Complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 5 jun 2025 and receipt of additional information on 16 dec 2024. Additional information received on 16-dec-2024 1. Had a sphincterotomy been performed prior to this occurrence? Yes 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus duodenoscopy. 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes 4. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Bile duct. 5. Was resistance encountered when advancing the wire guide to the target location?* no. 6. Was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. Yes, boston scientific cre balloon. 7. Was resistance encountered when advancing the introduction system in place to the target location?* no. 8. How did the physician deal with this resistance? Cannot be released 9. How did the physician determine the length of the stent to be used for the procedure? 10. Where was the stricture located in the duct? Angiography. 11. Was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. Yes, balloon dilation. 12. Was resistance encountered when advancing the stent through the obstructed area?* n/a (mark n/a if device was not used on any patient) after placement, was stent position verified? If yes, please describe how. 13. After placement, was stent position verified? Yes 14. If yes, please describe how. Angiography. 15. Please estimate the amount of time the stent was in place prior to this occurrence. N/a 16. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. No. 17. Did any section of the device detach inside the endoscope or patient? No. 18. If yes, please specify what section of the device broke off: no. 19. Was the broken device retrieved? N/a 21. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) No. 25. Did any section of the device detach inside the endoscope or patient? No